Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Myelopathy [myelopathy]. Hypocupremia [copper deficiency]. Hyperzincemia [hyperzincaemia]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their adult male client, now age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use on dentures he received approximately 13 years ago, and reported the following: profound and permanent neurological injuries, was diagnosed with hyperzincemia, hypocupremia and/or myelopathy, has severe and permanent physical injuries that have left him unable to perform his normal, customary and daily activities. Treatment has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included. Medical history - received dentures approximately 13 years ago. No further info was provided.